Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: factors that may contribute to a leak in the shaft include, but are not limited to, manufacturing, handling of the product during preparation for use, and interaction with the lesion, anatomy, guiding catheter, and/or guide wire. To help ensure that this damage is not the result of manufacturing, all dilatation catheters are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all catheters are 100% leak tested prior to packaging, and a sampling of units is destructively tested to verify shaft rated burst pressure (rbp) and tensile integrity prior to release. There was no report of any leaks or damage noted during preparation for use, which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. It is possible that the shaft material was damaged during interactions with accessory devices and/or the reported heavily calcified lesion; however this could not be confirmed. There is no evidence to suggest a potential product deficiency. The returned goods lab analysis noted blood and contrast in the inflation lumen and in the balloon, which is consistent with preparation, advancement into the body, and the reported leak. The balloon was loosely folded, which is consistent with attempting to inflate. There was a kink in the distal shaft 4.1 cm distal to the guide wire exit notch. This damage was not observed during product inspection prior to use and thus, may have occurred during the procedure or as a result of packaging and shipment back to abbott vascular for analysis. There was no other damage noted to the balloon catheter. An indeflator, filled with water, was used to inflate the balloon to rbp with no damage noted to the balloon but fluid leaked at a pinhole in the outer member 1.2 cm proximal to the guide wire exit notch, thus confirming the reported complaint. It is possible that the shaft material was damaged during interactions with accessory devices and/or the reported heavily calcified lesion; however, this could not be confirmed. The lot history record was reviewed and there were no non-conforming material records that could have contributed to the incident. Additionally, a query of the viper complaint handling database for the reported lot revealed no similar incidents.

Event description:
It was reported that during the procedure in the heavily calcified circumflex artery, the 2.0 x 12 trek rx dilatation catheter was advanced into the patient anatomy and inflated. However, it was noted that the balloon did not inflate when the balloon was inflated to 8 atmospheres. The device was removed from the patient anatomy and the shaft was noted to have a leak when the device was inflated outside the patient anatomy. Rotablator atherectomy was then performed and dilatation was then performed with a 2.5 x 12 mm trek. There was no clinically significant delay and no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Scanning electron microscopy analysis results revealed that the damages may be attributed to mechanical damage to the outer surface of the shaft. Mechanical damage and stretched/pushed material was observed at and adjacent to the leaks. There was no report of any leaks or damage noted during preparation for use, which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. It is possible that the shaft material was damaged during interactions with accessory devices and/or the reported heavily calcified lesion. There is no evidence to suggest a potential product deficiency.